Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) and model number is unknown. No product information has been provided to date. Protocol number 510k is unknown. No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used conditions without its original packaging inside a ziploc bag. The sample was visually inspected with a 12 inches distance under normal conditions of illumination. The visual inspection findings were not provided. Functional testing was performed and the sample did not pass the leak test. The root cause was related to the manufacturing process. As preventive action manufacturing personnel was notified as an awareness of the failure mode reported by the customer.

Event description:
It was reported that immediately after opening the package, the customer found a crack in the corrugated tube's certain part next to the connector. No patient injury was reported.